Manufacturer narrative:
The following additional information was received on 12/03/2020: the issue discovered while in use with a patient. The device gave no alarms. The product caused delay treatment. No patient harm.

Manufacturer narrative:
One device was received for evaluation. Visual inspection of the device found it to be in poor physical condition. Device underwent functional testing, confirming reported customer complaint. Return tube noted to be cracked causing water to leak out onto the pcb and to the bottom of the device. It was noted that due to the water leaking, it leaked into the compressor damaging the compressor. The problem source has been determined to be the device design.

Event description:
Information was received indicating that a smiths medical fluid warmer is leaking from the bottom and the chambers do not pressurize. There were no reported adverse events.